Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. There was no damage to the display screen, just damage to the lens. The lens was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.